Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was at end of life (eol) and could not be interrogated. A device changeout procedure was scheduled, but the patient did not show up for the scheduled procedure. The device remains in use. No patient complications have been reported as a result of this event.